Manufacturer narrative:
The reported event was not confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The logs on the reported event date revealed a grounding pad detection issue; however, the returned ionic rf¿ generator functioned as expected throughout the investigation.

Manufacturer narrative:
Correction b5: additional information received reports that the issue is with the adapter cable and not the generator as previously stated, therefore this is no longer reportable.

Event description:
Additional information received reports that the issue is with the adapter cable and not the generator as previously stated, therefore this is no longer reportable.

Event description:
Related manufacturer report number: 2182269-2024-00005. It was reported that a procedure was abandoned due to the facility reporting receiving error messages when the grounding pad was connected. Other grounding pads available at the time also displayed error messages and the procedure was abandoned. The generator and adapter were replaced, resolving the issue. The patient is reported to be stable.